Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the displacement test passed.

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The displacement test could not be performed due to the frequent motor error alarms. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.